Event description:
It was reported that the vibrant soundbridge was explanted on (B)(6) 2014, as the pt had no more benefit from the device.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available. A device failure analysis will be submitted as a follow-up report.